Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure of the right shoulder joint on (B)(6) 2021, it was observed that the 4.75 healix advance kntlss br anchor device broke off while screwing to insertion. All the broken parts were removed. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative : investigation summary : according to the information provided, it was reported that during the surgery of rotator cuff repair of right shoulder joint, when screwing in anchors, the anchor was broken off, removed all the broken parts. No additional information could be provided. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observation revealed that the anchor was broken, and it was not in place. Also, the suture card and the cover handle were not return along the device. No anomalies were found in the threader tab. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. Based on the condition of the device received, this complaint can be confirmed. The possible root cause can be associated with off axis insertion and levering during insertion. Moreover, begin inserting the anchor by turning, excessive pressure on the inserter could have resulted damage the anchor. However, it cannot be conclusively affirmed. As per IFU, inserting the awl less than the specified depth, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. Also, it is important to do not apply a bending force to the inserter, this can damage the anchor or inserter tip. Begin inserting the anchor by turning the handle clockwise and applying slight downward pressure until the laser line is flush with the bone. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot that was released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.